Event description:
The patient later stated that no one wants to have surgery every year and a half to replace the battery. The patient noted they were still having concerns with their device or therapy but had not sought further help. The patient felt they were misinformed about the device and they were told in the hospital that the battery would last 5 to 10 years and by the time they needed a new one they would be much smaller. It was stated that the patient's battery only lasted a little over a year and they were not happy.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va0bwa1, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had not used her programmer in a while, so just the day prior to the report she replaced the batteries and saw the low implantable neurostimulator (ins) battery icon. She noted that she could still feel stimulation. She expressed her disappointment that the ins had only been in just over one year, when she was told it would last five to ten years. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.